Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no information obtained on the system. Both phaco handpieces met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two handpieces worked with interruptions and were replaced during cataract surgeries. They had difficulties during calibration and it had to be repeated. Afterwards, there were no ultrasounds during the surgeries and the surgeries had to be completed with another handpiece. There was no harm to patients. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary. Two handpieces were returned for evaluation. The handpiece met specifications at the time of release. A visual assessment of the first returned handpiece revealed dents on handpiece irrigation line, discoloration on handpiece connector, strain relief, and cable. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece generated both phaco and torsional power during test. The returned handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. A visual assessment of the second returned handpiece revealed discoloration on handpiece connector, strain relief, and cable. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece generated both phaco and torsional power during test. The returned handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The returned handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. The root cause of the observed dents on handpiece irrigation line was most likely due to the customer mis-handling of product. The root cause of the observed discoloration on handpiece connector, strain relief, and cable was most likely due to the customer¿s cleaning environment. (B)(4).